Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after checking the grainy images and testing the phantoms, the field service engineer could not duplicate the blurred images. The imaging system passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was taking grainy images. There was no patient impact reported and no delay to surgery.